Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized in (B)(6) 2018. The cause of death was all body organs shutting down. The caller stated that the customer had cirrhosis of the liver and inability to walk that may have led to the customer's passing. The customer¿s blood glucose was 27 mg/dl at the time of hospitalization. The customer was also severely dehydrated, was unable to walk, and refused to eat. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing, at the time of hospitalization. The caller stated the customer's pump did not regulate heir blood glucose as it should. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device did not have a battery installed when received. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. No cosmetic damage noted. Data analysis: there is no data available due to the unit did not have a battery installed when received. (B)(4).